Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that, on an unknown date, an 8" (20 cm) appx 0.43 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps, spiros¿ generated a leak during patient use. It was stated in the report that as the registered nurse (rn) went to hook up the flush, the lock engaged, and blood started pouring out. There was no patient harm reported.